Manufacturer narrative:
(B)(4). Results: (deployment failures), (large size but calcified iliac, and calcification with the aneurysm), (unknown cause of event). Conclusion: (large size but calcified iliac, and calcification within the aneurysm), (unknown cause of event). Evaluation summary: medtronic has received the device and the analysis is complete. The slider was retracted 4mm. The stent graft was still loaded in place but had the first stent ring deployed and the stent apexes were exposed. There was a gap between the distal end of the stent graft and the stent stop. There was a severe kink distal to the stent stop at 70mm from the edge of the graft cover. There was accordion affect damage on the sheath (distal to the graft cover material overlap) at 250mm from the edge of the graft cover. Upon rotating the handle 7.5cm, the graft cover bond area moved 30mm from the initial point to 280mm from the distal edge of the graft cover. The graft cover was not moving as the handle was rotated due to the severe kink at the stent stop. This non-movement most likely caused the graft cover material to stretch at the material overlap bond. When the kink at the stent stop was straighten, the graft cover moved fine in correspondence with the handle rotation. This movement confirmed that the bond between the handle and the t-tube was intact. The deployment mechanism worked fine and the stent graft was able to be deployed as normal. The cause was determined to be due to a severe kink on the sheath at the stent stop. The cause of the kink could not be conclusively determined, however, vessel morphology is a likely cause.

Event description:
An endurant iliac stent graft was attempted to be implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. The aortic neck was 24 mm in diameter at the renals, 33 mm long, and 26 mm in diameter above the aneurysm. The iliac arteries were 16-19 mm in diameter. No issues were noted while prepping or advancing the device. However, problems occurred when trying to release the stent graft. Rotating the blue handle was possible, but the outer sheath did not open; it was impossible to release the limb. After two tries, the device was removed and changed to another (B)(4) to complete the procedure without issues. No additional clinical sequelae were reported and the patient is fine.